Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa). Immediately after the procedure, the pt had symptoms of leg ischemia. An ultrasound revealed dissection in the common femoral artery. The pt was taken to surgery that same day. The angio-seal was found wrapped in the dissection. An endarectomy was performed and the angio-seal was removed. After the surgery, the pt's foot was pink with a good pulse.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.